Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator was explanted and replaced. No further information is available at this time.

Manufacturer narrative:
Analysis was normal. No anomalies found.

Event description:
New information received states that there was no malfunction with the device. The patient was stable before, during and after the procedure.